Manufacturer narrative:
Additional information: d4, d10, g3, h2, h3, h4, h6, h10/11. The device was returned and evaluated. Visual inspection of the device found the packaging seals were intact. A review of the device history record (DHR), did not find any anomalies or nonconformities related to the reported event. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, a root cause of the event could not be conclusively determined.

Manufacturer narrative:
Additional information: b5, b6, g3. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Additional information from the surgeon provides approximately 30 days post-op the patient was examined and is doing really well.

Event description:
It was reported that during one day post operation visit for an intraocular lens (iol) implant into the right eye (od), the surgeon noted the patient presented with marked anterior chamber activity with fibrin. The cleaning and sterilization methods used to decontaminate/sterilize the handpieces were manual cleaning and steam sterilizing. The cleaning and sterilization methods used to decontaminate/sterilize the instruments prior to surgery were ultrasonic, manual cleaning of canulated parts, washer decontaminator and steam sterilizer. Medications used during surgery were cephazolin 5mg/0.5ml, oxybuprocaine 0.4%, and pilocarpine 2.0%. There was no evidence or suspicion of a wound leak postoperatively. The iop immediately following surgery was od 10 mmhg and was not elevated. The patient was compliant with the post op regimen. The patient's bcva decreased and an intravitreal antibiotics injection and tap was performed to treat this event along with post operative medications of ilevro, ocuflox, and prednefrin forte. The results of the culture and sensitivity was no growth. In the surgeon's opinion, the likely cause of the event was toxic anterior segment syndrome(tass). The patient's current prognosis and treatment are unknown.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.